Event description:
Patient sustained a femur fracture due to a fall on (B)(6) 2013. Patient underwent open reduction internal fixation on (B)(6) 2013, during which the reduction forceps reportedly broke on the medial aspect of the femur in an attempt to bring the bone together.

Event description:
It was reported that approximately half of one side of the jaw of a reduction forceps broke off in the patient. It was retained inside the patient, the surgeon did not extract it. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. No irregularities were found.